Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was depleting the batteries every week. Customer's blood glucose was 157 mg/dl. After troubleshooting, customer reported the device alarmed a failed battery test alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the displacement test, operating currents, self test and off no power test. No failed battery alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.